Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) went to elective replacement indicator (eri) early than expected and the right ventricular (rv) lead exhibited unstable thresholds. The device and lead remains in use. No patient complications have been reported as a result of this event.